Event description:
Event description cpi received information that this bipolar lead was exhibiting loss of capture. An invasive procedure was performed, the physician reopened the pocket, detached the lead, cleaned the pin off and reinserted the pin. No episodes of loss of capture have been noted since.